Event description:
It was reported that patient was unable to void post-op, physician ordered foley catheter insertion. Nurse opened one foley catheter kit and catheter was missing (mw5157012). No extra foley catheter was available in department, so another kit was opened. Nurses discovered the covering of the catheter was torn opened (mw5157013). Nurses decided to open a third kit and again the covering over the catheter was torn (mw5157011). House supervisor was notified.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect operation.". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid as requested supplemental record submitted per request received on 08oct2024 to capture medwatch records referenced in the complaint details. Please note that mw5157013 is captured in MFR report #1018233-2024-05112, mw5157012 is captured in 1018233-2024-05113, and mw5157011 is captured in 1018233-2024-05124. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was unable to void post-op, physican ordered foley catheter insertion. Nurse opened one foley catheter kit and catheter was missing (mw5157012). No extra foley catheter was available in department, so another kit was opened. Nurses discovered the covering of the catheter was torn opened (mw5157013). Nurses decided to open a third kit and again the covering over the catheter was torn (mw5157011). House supervisor was notified.

Event description:
It was reported that patient was unable to void post-op, physician ordered foley catheter insertion. Nurse opened one foley catheter kit and catheter was missing (mw5157012). No extra foley catheter was available in department, so another kit was opened. Nurses discovered the covering of the catheter was torn opened (mw5157013). Nurses decided to open a third kit and again the covering over the catheter was torn (mw5157011). House supervisor was notified.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "incorrect operation". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.